Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05912. The pt had two leads (different models) for off-label use. It was reported the pt was not receiving adequate coverage. As a result, both leads were explanted and replaced with a single lead. Stimulation and coverage were regained post-op.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.